Event description:
Reference number (B)(4). Event occurred in china. It was reported that the patient faced infusion set tubing detachment event on (B)(6) 2025. The location of detachment was tubing connector. No further information available.